Event description:
A (B)(6) female patient contacted zoll customer support for an unrelated issue. During service investigation, a reportable problem was discovered. The 12v power supply in the patient's monitor was failed. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon service investigation, the 12v power supply, which supplies power to the belt, was failing. The cause of the power failure cannot be positively identified, but is likely random component failure. No adverse event resulted from the defective power supply. The patient received a replacement monitor.